Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Evaluation also identified a super capacitor leak. The pneumatic block and the main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test with an error 113. There was no patient harm or serious injury reported as a result of this incident.